Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had been undergoing preventive repairs related to the image on march 24, 2016 and the reported phenomenon was a malfunction occurred 5 years after that preventive repairs. So omsc concluded that the reported phenomenon might have occurred due to accidental image board failure of the subject device because sorc could not duplicate the reported phenomenon. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.